Event description:
Complainant alleged that during incoming inspection, the device inappropriately displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during initial testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The mfc connector assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.